Event description:
The reporter stated a foam tip plunger was damaging lenses during surgery. There was no pt injury.

Manufacturer narrative:
Evaluation: foam tip plunger lot number search, cartridge lot number search. Results: a foam tip plunger lot number search was performed and one similar complaint found. A cartridge lot number search was performed and two similar complaints were found.